Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported having left knee surgery (B)(6) 2015. Experiencing pain, neuropathy, clicking, loosening, difficulty bending, walking and rising from a chair and bed. Xrays show instability of both knees and hip. Blood work completed. Further tests will be administered.